Event description:
It was reported the device gives inaccurate blood pressure measurements (nbp) during the first measurement. From the second measurement onwards, the values are more reliable. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: (B)(6).